Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon functional testing, fse found issues with the flexvision pc and pc managing the large flexvision screen was broken. The fse recommended complete update of the teen system to make the new flexvision pc compatible and ordered hardware for the update. The fse replaced flexvision pc, proscribe to tsm repl.kit patient table, software package, host pc and hard disk. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd10 system did not start correctly. Only one of the device screens would power on, which displayed the allura clarity logo and 00:00. The system was not in clinical use that the time of the event. No patient harm has been alleged. Philips has started an investigation of the complaint.